Event description:
On (B)(6) 2009, the patient reported that 4 days ago, he noticed the down button of his infusion device was not responding and today the up button is not responding. He stated that he has been placing the infusion device in the stop mode and priming insulin into his body because he is not able to program a bolus. He was advised against this. He was not able to find his backup infusion device and he was advised to speak with his physician regarding an alternate method of insulin delivery. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.